Manufacturer narrative:
After battery installation, the device displayed a critical pump error on the lcd screen due to signs of previous moisture presence and corrosion on electrical board around the battery connectors and the force sensor connector. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Device received with some cracks on the battery tube which starts at the corner of the belt clip rails. Also the middle keypad button is cracked.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error. The blood glucose level was 160 mg/dl at the time of incident. Customer stated that they received open book image on the screen. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. Troubleshooting was performed for critical pump error. The insulin pump will be returned for analysis.